Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body (light blue component) and the white twist sleeve of the twist clamp on a minicap extended life pd transfer set. It was further described as ¿twist clamp opened all the way, the light blue component came apart the white¿. This occurred when the patient went to disconnect after peritoneal dialysis treatment. On the same day, the patient¿s transfer set was replaced. The patient was given prophylactic antibiotics as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap on the dark blue connector. A visual inspection with the naked eye and magnification noted the main body separated from the twist clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.